Event description:
Complainant alleged that during a routine shift check by a clinician, the device went into defib mode when pace mode was selected, went into monitor mode when defib mode was selected, and was unable to enter pace mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.